Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) full lead was received the stylet was noted stuck in lead-distal coil.

Event description:
It was reported that during the implant procedure and after inserting the lead through the subclavian vein, the purple stylet was inserted in the lead. Attempts were made to position the lead however after a few movements it was impossible to remove stylet from the lead subsequently the lead was not implanted. No patient complications have been reported as a result of this event.